Event description:
The physician¿s office clinic coordinator reported on (B)(6) 2013 that the patient¿s mother called the office to report that the patient stated that his vns hurts at the generator site and is swollen at the generator incision site. To the coordinator¿s knowledge, there has been no recent injury or patient manipulation. The patient had been complaining about the pain at the generator site for a few days, and when the mom took examined the area, she realized that the site was swollen but there was no redness. The coordinator was not sure whether or not the pain was occurring with the stimulation but stated that she got the impression that the pain was occurring all the time and was not only coinciding with stimulation times. She also explained that the patient is a very high-functioning young man and that he would be able to explain very well how he felt. The coordinator indicated that the patient is very skinny and could have slept on the device ¿funny¿ which may have caused some irritation to the site. Later, the patient was seen in the office on (B)(6) 2013, and labs were ordered on the generator site where the patient presented with swelling. It was not necessarily red, but the neurologist called the neurosurgeon to be seen the following day. With the new information available, the patient had been experiencing discomfort and swelling at the generator site on and off for the prior month. The patient had put ice on it to reduce the swelling; however, he then felt painful stimulation. This stopped after he removed the ice. Prior to this, the patient had not regularly felt stimulation. It was confirmed that diagnostics had not been performed at the visit. The physician does not know what this event is due to yet, and they are looking into it further. The surgeon was unable to see the patient as scheduled on (B)(6) 2013, so the neurologist informed the patient to go to the emergency room as the swelling became worse and the patient was unable to lift his arms above his "hard". Additional information received on (B)(4) 2013 indicated that the surgeon was considering exploratory surgery. Attempts for additional information have been unsuccessful to date. Although surgery may occur, it has not occurred to date.

Manufacturer narrative:
Brand name; corrected data: new information has been obtained which suspected the lead as the suspected device. Model #, serial #, lot #, expire date; corrected data: new information has been obtained which suspected the lead as the suspected device. Type of reportable event; corrected data: new information has been obtained which suspected the lead as the suspected device. Manufacture date; corrected data: new information has been obtained which suspected the lead as the suspected device. Review of device manufacturing records. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the patient underwent exploratory surgery on (B)(6) 2013. The patient had a bulge of fluid, and they wanted to see what it was. There was no sign of infection and no devices were explanted. It was also reported that nothing has been done regarding the high impedance to date.

Event description:
It was reported that pre-op diagnostics were performed which resulted in a high impedance reading. It was reported that the surgeon was preparing for a generator and lead replacement; however, surgery has not occurred to date.

Event description:
Additional information was received stating that the vns patient was experiencing an increase in seizures for the last few months. The patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed high impedance (dc dc ¿ 7). The neurologist stated that the patient¿s increase in seizures was may be related to the reported high lead impedance or lack of stimulation.